Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-00618. It was reported that guidewire fracture occurred. A330 cm rotawire and 1.25 rotalink burr was selected for use. During a percutaneous coronary intervention, they placed the rota floppy sire down the vessel. Then they loaded the 1.25 rotalink plus on the device and before entering the guide catheter, they spun the burr outside the patient to set the speed. As the burr was spinning on the wire, the wire snapped in half at the location of where the burr is. They removed the wire safely and used a second rotawire. They attempted to use the same burr but the burr would not load on the wire. Then they opened another 1.25 burr, attached it to the old advancer and successfully loaded it on the wire. However, when the burr was activated inside the patient, the burr became disconnected from the advancer. They were not able to reconnect the burr as the piece that needed to connect to the advancer was kind of stuck into the catheter where they couldn't grab it. As this point, they used another 1.25 rotalink plus and were able to successfully complete the procedure. No patient complications reported and the patient condition is well.